Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual cycles/menorrhagia/a lots of blood clot during period"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or total hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, back pain, adverse event, mood altered, urinary tract infection, female sexual dysfunction and headache outcome was unknown, the genital haemorrhage, migraine, nausea and fatigue had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, adverse event, back pain, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes on (B)(6) 2013, essure confirmation test was done and the result is total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received, reporters information updated, aka added, patient's demographic added, product indication and lot number added, event added- hormonal changes describe: moody, abnormal bleeding(vaginal, menorrhagia), uti, apareunia migraines, headaches, nausea, fatigue, genital haemorrhage. Events onset date added. Events outcome updated. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual cycles/menorrhagia/a lots of blood clot during period"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or total hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, back pain, adverse event, mood altered, urinary tract infection, female sexual dysfunction and headache outcome was unknown, the genital haemorrhage, migraine, nausea and fatigue had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, adverse event, back pain, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes on (B)(6) 2013, essure confirmation test was done and the result is total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.